Event description:
It was reported to boston scientific corporation in 2008, that a talon 3 prong stone retrieval grasping forceps was used during an ureteroscopy procedure in the same month. According to the complainant, during the procedure, the forceps were used to grasp a stone and while being withdrawn, the plastic sheath peeled off. No damage was noted to the scope. Completed the procedure with another of the same device. The patient's condition was reported as "fine". It was later reported that no part of the device detached within the patient.

Manufacturer narrative:
The suspect device has been received for eval; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.